Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial#: (B)(4) implanted: (B)(6) 2012, product type: extension. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), ubd: 21-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported the healthcare provider (hcp) couldn¿t insert the extension fully into the ins. The hcp tried both channels. The rep reported the other extension was able to go into both channels, therefore 3 electrodes (13, 14, 15) were showing bad connection. The extension was wiped down several times. The ins channel nut was unscrewed. Each extension was tried in each channel. The extension wouldn¿t fully insert to either channel, but the other extension would. The hcp decided to go with the working electrodes (8-12 and 0-7). The hcp closed and 13-15 were left out of programming. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
Product ID 3708140,serial# (B)(4), implanted: (B)(6) 2012. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The cause was not determined. The rep programmed electrodes that were not affected. Issue was not resolved the same 4 electrodes still show they are bad connections.